Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017 section h11: *the following sections have corrected information: (e2) health professional?: yes.

Manufacturer narrative:
Pending evaluation.

Event description:
During the procedure, while completing the initial reaming off axis reaming, the pilot tip broke off completely. Any pieces were removed from the patient. No problems were caused, and the case was completed without incident. The patient was very small patient with difficult exposure. The device is returning, and no patient information was available.